Event description:
It was reported that approximately five months post catheter placement procedure, catheter allegedly damaged by scratching. It was further reported that patient allegedly developed skin reactions due to dressings. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2026).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned physical sample, one electronic photo was provided for review. The investigation is confirmed for the reported catheter fragmentation issue as a small portion of the catheter was noted to be peeled off approximately 1.3cm from the tissue cuff. During tactile evaluation, the catheter felt normally elastic. No evidence indicating loose fitting was noted near the tissue cuff. Furthermore, a complete circumferential break was noted on the distal end of the catheter that was elliptical in shape and striations were noted on the surface. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 04/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately five months post catheter placement procedure, catheter allegedly damaged by scratching. It was further reported that patient allegedly developed skin reactions due to dressings. There was no reported patient injury.